Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the left iliac artery, the balloon was reported to have ruptured. A contralateral approach was made to reach the target lesion. The vessel had moderate calcification, no tortuosity and 90% stenosis. The device was used for pre-dilatation and was placed at the target site. The balloon was inflated using an indeflator, however, the balloon would only inflate up to 8 atmospheres. The balloon catheter was retrieved and upon inspection, it was noticed that there was a balloon pinhole rupture. There was no adverse consequence to the patient. This product will not be returned for evaluation and testing. Add'l info will be sent within 30 days upon receipt.